Manufacturer narrative:
Review of event description: it was reported that the patient was implanted with ann nail system on (B)(6) 2021. 2 months post the surgery, the blunt screw started to gradually back out from the proper position and hence a revision was performed on (B)(6), 2021. It was noticed during the revision that the all the proximal screws were loose and hence were explanted. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - ncr(s): no ncr with a potential correlation to the reported event was found. - raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the patient was implanted with ann nail system on (B)(6) 2021. 2 months post the surgery, the blunt screw started to gradually back out from the proper position and hence a revision was performed on (B)(6) 2021. It was noticed during the revision that the all the proximal screws were loose and hence were explanted. Neither x-rays, operative notes, office visit notes, nor devices or photos of the devices were received; therefore the condition of the components is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated for the time being and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Event description:
Patient was implanted with ann nail system on an unknown side. Two months post implantation it was reported that the blunt screws had started to back out from their implanted position. Hence, patient underwent a revision surgery.

Manufacturer narrative:
D10: medical products: blunt tip screw, 4x46mm; catalog#: 47-2486-046-40; lot#: 3024711. Blunt tip screw, 4x50mm; catalog#: 47-2486-050-40; lot#: 3006018. Proximal humerus, left, 9x160mm; catalog#: 47-2496-161-09; lot#: 3050599. Cortical bone screw, 4x30mm; catalog#: 47-2486-130-40; lot#: 3010604. Cortical bone screw, 4x30mm; catalog#: 47-2486-130-40; lot#: 3024374. Washer small; catalog#: 47-2488-000-04; lot#: 3025202. Proximal humerus nail cap, 0mm; catalog#: 47-2488-010-00; lot#: 3045136. Blunt tip screw, 4x65mm; catalog#: 47-2486-065-40; lot#: 3024760. Therapy date: (B)(6) 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on jun 21, 2021. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical products: cortical bone screw, 4x30mm; catalog#: 47-2486-130-40; lot#: 3010604. Cortical bone screw, 4x30mm; catalog#: 47-2486-130-40; lot#: 3024374. Washer small; catalog#: 47-2488-000-04; lot#: 3025202. Proximal humerus nail cap, 0mm; catalog#: 47-2488-010-00; lot#: 3045136. Blunt tip screw, 4x65mm; catalog#: 47-2486-065-40; lot#: 3024760. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays or other source documents for review. The manufacturer did not receive the device for investigation. Lot numbers were received for the devices and the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with ann nail system on an unknown side. Two months post implantation it was reported that the blunt screws had started to back out from their implanted position. Hence, patient underwent a revision surgery.